Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred and a failure of its internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaints were confirmed. The device's power management board and internal battery were replaced to address the issues.